Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4 batch #174d50. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the closing trigger and anvil in the closed position. No reload was present. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the returned device was tested for functionality in the articulated position with a test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the knife advanced noted on the device, should be noted that when using the reverse button ensure that the knife is fully back in its home position, if the knife remains advanced the device jaws would not open. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 174d50, and no non-conformances were identified. The lot# 478c98 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an appendectomy the stapler blocked when it was opened after stapling on an app. The red emergency button was used > open, check stapling and cutting lines = ok. There was no surgical delay. There were no patient consequences.